Event description:
This rv lead was implanted on (B)(6) 2006. A call to technical services on (B)(6) 2011 states that the lead is being explanted for an unknown reason. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).